Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer and the device evaluation is pending.

Event description:
It was reported that on an unknown date (approximately two years ago), the patient underwent lumbar fusion from l4-s1 . Post-op, upon reviewing the x-rays it was noted that the two sacral screws were broken. The patient underwent arevision surgery. The surgeon was able to remove screw heads but the remainder broken screws were left implanted in the patient. No patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms the mas bone screw is fractured approximately ~4-5 threads below the screw head. Damage and smearing noted to the fracture surface. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were also around the area of crack propagation. Key dimensional specifications, the major and minor diameter of the bone screw, were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.